Event description:
A literature article discussing treatment with diamondback 360 coronary orbital atherectomy devices (oad) stated 17 patients in the study experienced coronary injury. The coronary injury was defined as the disappearance of both normal vessel intima and media at post-orbital atherectomy due to orbital atherectomy debunking. A thrombolysis in myocardial infarction (timi) score of 0-2 coronary flow was found in six patients. No slow flow was observed on the final angiogram. There were no angiographic dissections observed. Lee et al. 2023 "predictors of coronary artery injury after orbital atherectomy as assessed by optical coherence tomography."

Manufacturer narrative:
H6: health effect - clinical code 4581: slow/no flow and coronary injury. A2 and a3: patient information is based on average of patients' age and majority gender. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).